Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a loss of therapeutic effect. They stated that they were peeing as if they never had the device put in. They added that they had it turned all the way up to 8 and still didn't feel anything and it wasn't with the symptoms. It was also added that the patient had fallen a couple of times and feels like that could have affected the device. It was noted that these were gradual changes in therapy and symptoms. The patient was going to follow-up with their healthcare professional to discuss symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.